Event description:
Staff reported that the end of the plastic tubing had come apart where it joins the plastic connector to the pt end of the y-set. Pt was given prophylactic antibiotic vancomycin 500mg i.v. X 2 and po keflex x 3 days, per unit policy. One actual sample and companion sample are being sent in for analysis.